Event description:
It was reported the parkinson¿s disease patient experienced losses of stimulation/therapeutic effect that could sometimes happen suddenly. It was further reported the patient¿s therapy would ¿come and go¿ and that the patient ¿experienced fluctuations¿ in their therapy. At times it was ¿as if the implantable neurostimulator (ins) was off, but when they checked with a programmer it was on.¿ when the patient experienced a therapy loss, ¿his parkinsonian symptoms were more present.¿ impedance testing was performed and found the impedance values to be ¿ok.¿ the patient was reprogrammed as a result of the event; however this was ¿without success.¿ it was noted the issue may have been ¿caused by disease progression,¿ however other issues were being checked for at the time of report. Ten days after initial report it was noted the cause of the issue was suspected to be ¿natural disease progression.¿ the patient was alive with no injury at the time of report and he continued to experience ¿fall backs in therapy¿ and ¿symptom control.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Correction: new information received and therefore correct manufacturing site ID is (B)(4).

Event description:
It was previously reported in april 2015 that the patient had suspected a dysfunction of the neurostimulator. Reprogramming was done. The issue was not resolved. It was unknown if the event was related to the neurostimulator. The patient was alive with injury. The injury was described as the patient had difficulty functioning with frequent falling due to standing on the right foot on the ground and cold blue hands along with asthenia. The outcome was ongoing. Device diagnosis was neurostimulator dysfunction and there was a diagnostic test on (B)(6) 2015. It was later reported in july 2015 that the patient¿s implantable neurostimulator (ins) was reprogrammed on (B)(6) 2015. On (B)(6) 2015 it was noted that the prolopa medication was increased and the event was noted as still ongoing. Everything was previously reported in another event. See manufacturing report # 3004209178-2015-08719. Additional and new information received reported two software cards were received on 24-feb-15 for testing but the he review did not reveal any anomalies; there ¿seemed¿ to be no problem with the neurostimulator (ins). The battery voltage was within range, all the impedances looked good, and nothing indicated a sudden loss of therapy during use. In 2016, the stimulator was allegedly shutting down sometimes, however this was not confirmed. The event had resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported etiology was the neurostimulator. The patient had required and urgent care visit and an unscheduled clinic visit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.